Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 242 mg/dl to "high" on the continuous glucose monitor graph. Customer administered a manual insulin injection to address the issue.